Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. A follow-up MDR will be submitted if additional information is obtained.

Event description:
A customer reported to a baxter clinical coordinator regarding an issue of missing component found on a disposable homechocie cassette. The caregiver (cg) reported to the hospital nurse that the protector cap of the drain line was missing; therefore the unit was not used. There was no patient injury reported.

Manufacturer narrative:
(B)(4). Additional information:this complaint was confirmed during the sample evaluation. However, the root cause could not be determined.